Event description:
It was reported that the (B) (4) handheld computer would not turn on. Reporter stated the orange power light was on while the unit was plugged into the wall and had been charging for a while, but that he was unable to get the handheld to turn on. When the handheld was unplugged from the wall, the power button light turned off, and the handheld would not turn on. Troubleshooting was performed, but the problem persisted. Product has been requested, but has not been returned to the manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.